Event description:
The customer reported that they did not use the air/water cleaning adapter and they did not flush the auxiliary water channel of the evis exera iii gastrointestinal videoscope during pre-cleaning when reprocessing the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2022. In-service included cleaning, disinfection, and sterilization of all models at the hospital. No reprocessing errors were observed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the in-service training the endoscope support specialist (ess) demonstrated the pre-cleaning steps in accordance with the IFU. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." ¿IFU (reprocessing manual) states method of flushing the air/water channel with water and air and flushing the auxiliary water channel at ¿5.3 precleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.